Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of ams were observed. Low amp was noted on intrinsic p-waves. Programming changes were recommended. No further information is available.

Event description:
New information received indicates that the issue was observed in clinic during routine check. Programming changes resolved the issue.